Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer, and identified the failure mode as a defective sodium electrode. The fse replaced the sodium electrode to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of false low sodium (na) patient results on their dxc 600 pro clinical chemistry analyzer. The customer repeated the sample and obtained a result considered correct. The false low na result was not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.